Event description:
The co rec'd a report where it was claimed that the device is providing a "low" audible tone. The customer reported this was discovered during preventative maintenance of the device.

Manufacturer narrative:
The caller has declined returning the device for eval. Mfg facility has initiated a corrective and preventative action associated with the customer reported failure. If the device is returned for investigation, results of the investigation, will be provided in a supplemental report.